Event description:
It was reported that there was a latch/lock error. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed, "cassette latch was opened, cassette unlatched and removed." The latch/lock error issue was not duplicated through functional testing. No problem was found with the device. The cause of the reported issue was unknown.